Event description:
It was reported "during a difficult arterial line insertion, the doctor attempted to withdraw the wire which coiled and after manipulation to remove the wire, a fragment of the wire was retained in the artery. The patient had the retained wire fragment in her ulnar artery which was disrupting blood flow. On the following day, (B)(6) 2025, she underwent general anesthesia to have it surgically removed by vascular surgery. It was fully removed. She did well thankfully and was able to discharge the following day on (B)(6)." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "during a difficult arterial line insertion, the doctor attempted to withdraw the wire which coiled and after manipulation to remove the wire, a fragment of the wire was retained in the artery. The patient had the retained wire fragment in her ulnar artery which was disrupting blood flow. On the following day, (B)(6) 2025, she underwent general anesthesia to have it surgically removed by vascular surgery. It was fully removed. She did well thankfully and was able to discharge the following day on (B)(6)." The patient's current condition is reported as "fine".